Manufacturer narrative:
Patient date of birth/age and weight are unknown. Exact date of post-operative pain is unknown; however, the initial symptom report was made during a follow up visit on (B)(6) 2014. Further, the plate broke on an unknown date, but was identified in (B)(6) 2014. This report is for one (1) unknown osteosynthesis plate. Without a valid part or lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. At this time, the material is in the possession of the patient. (B)(6). PMA/510(k): unknown, as specific part and lot numbers for the complainant plate are unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2014 due to a broken plate. The patient was originally treated via the insertion of an osteosynthesis plate on (B)(6) 2013 for a sustained fracture. During a follow up visit on (B)(6) 2014, the patient reported experiencing pain and restricted movement. X-ray images then identified pseudoarthrosis and possible material loosening. No known remedial action was undertaken at that time. On (B)(6) 2014, the patient presented at the hospital with reports of increased/aggravated pain. On an unknown date, possibly (B)(6) 2016, plate breakage was confirmed. A revision procedure was then performed on (B)(6) 2016. No additional information pertaining to the patient or procedural outcome was provided. This report is for one (1) unknown osteosynthesis plate. This report is 1 of 1 for (B)(4).